Event description:
It was reported patients developed skin reactions. Three separate patients reported to have had a skin reaction with this batch in the past 24 hours.

Manufacturer narrative:
Production batch history records for applicator pn 931490 lot number 0140871 were reviewed and no failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. No photograph or sample was received for analysis; therefore, the failure mode could not be confirmed, nor could the root cause be determined.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). A device history check will be provided in a supplemental report.

Event description:
Material no.: 931490, batch no.: 0140871. It was reported patients developed skin reactions. Three separate patients reported to have had a skin reaction with this batch in the past 24 hours.